Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy general surgical procedure, the customer stated arm 3 was sticky and slow to respond. No troubleshooting was performed at the time of call to resolve the issue. The customer had a vessel sealer instrument installed at the time of the call. The customer stated it does not matter which instrument is installed, all the instruments are behaving the same. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse stated there was no injury to the patient. The procedure was completed robotically with all 4 arms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse verified that the arm 3 had slight restricted movement. The fse replaced the universal surgical manipulator 3 (usm 3) to resolve the reported issue. The system was tested and verified as ready for use. The usm unit involved with this complaint has been returned for evaluation. Failure analysis confirmed the customer reported complaint. The usm was tested on an in-house system in normal mode when it failed for excessive friction on the yaw. Usm was then tested on a pftp where it failed advance brake test on the yaw. The yaw motor module and harmonic drive will be replaced as a fix to the reported problem. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a fse confirmed an issue and replaced the usm to resolve the problem. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.